Event description:
Zoll customer support contacted a (B)(6) male patient to replace his monitor for an unrelated issue. During service investigation, a reportable problem was discovered. The monitor failed to baseline. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During service investigation, the monitor failed to baseline. The cause for the inability to baseline is a damaged flex cable. The root cause for the damage flex cable cannot be positively identified. No adverse event resulted from the damaged cable. The patient received a replacement monitor.